Event description:
It was reported that a clinician was involved in a procedure where she noted blood under her cuticle while wearing latex surgical gloves. The pt was a high risk candidate for blood-borne diseases. The clinician was sent to the ER where she was evlauated and given medications for the weekend. The pt had blood titres drawn. The glove sample was discarded.